Manufacturer narrative:
The referenced previous pump exchanges were reported under medwatch MFR report #2916596-2012-01083 and #2916596-2012-01086. Unique identifier (UDI)#: (device identifier) - device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 7 months. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to pump thrombosis with hemolysis. The patient experienced unspecified clinical symptoms that required inotropic support. No additional information was provided.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. A correlation between the device and the report of hemolysis and suspected thrombus could not be conclusively determined as the device was not returned for evaluation. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.